Manufacturer narrative:
(B)(4): on evaluation, the pump had visible moisture in the display lens. The pump did not power on. Pump history was not able to be downloaded. Testing of the pump was not possible due to no power. The audio bolus button was detached and an audio bolus button leak identified. The keypad cover was removed for investigation and revealed moisture present inside the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the insulin pump powered off after being exposed to water for 5 minutes while swimming. The reporter stated that the battery and cartridge caps were removed and no corrosion or moisture was visible in either compartment. The keypad is reportedly intact without tears or holes and the battery cap is intact and tightens securely to the pump. The reporter stated that it is uncertain if the battery cap has ever been replaced on this pump. The reporter did report moisture behind the lens film on the display screen as well as black lines on the display. Battery replacement with a lithium battery reportedly did not reboot the pump. The reporter stated that no audible tones can be heard coming from the pump; however there might be some humming sound coming from the pump. Troubleshooting with customer support confirmed there was no structural damage to the pump or the battery cap. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.